Manufacturer narrative:
The technician found during a between patient inspection of the bed the brake casters were not holding due to normal wear and tear. The technician replaced both brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).